Event description:
Additional information was received from the patient that reported that the cause of the sudden pain was that his stimulator kept on not working properly going long periods of time to connect to the level he needed. Replacement of the patient programmer resolved the issue when he was able to adjust stimulation.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID :37746, serial# (B)(4) , product type: programmer, patient.

Event description:
A consumer implanted for lumbar radiculopathy and spinal pain reported the patient programmer (pp) worked intermittently; sometimes nothing would come up on the screen or they would change the number but the screen didn't stay on and then sometimes flickered on and off. It was further reported the only position he could get the pp to stay on for a couple of seconds was to lay on the floor flat on their back and push down on it. It was also noted one of the springs in the pp was barely hanging there, and looked very crooked. No out of box failure was reported. It was further reported that as of (B)(6) 2016 the consumer was in a little bit more pain than they wanted to have because their pp wasn't working, so they were unable to switch to a different group. As a result they were taking promedol, and had taken two pills in the last three days.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.